Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Concomitant medical products: left side; 500cc mentor smooth round moderate plus profile; catalog number: 3502500; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 500cc mentor smooth round moderate plus profile and was presented with right side intermittent breast pain. The patient was diagnosed with breast cancer in (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019. Patient is planning on replacing the device.